Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2011 including a paddle lead. At the patient's first post-op programming and education session, she was not able to get any stimulation from the device. An sjm representative took a full diagnostic impedance measurement and observed that every contact was low. The patient's doctor performed a fluoroscopy which revealed that the lead had been completely pulled out of the patient's epidural space and was sitting sideways in the incision site. As a result, the patient's lead was repositioned. The patient regained stimulation post-op.